Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert over the weekend. Upon interrogation of device via merlin.net, low impedance on left ventricular lead during pacing was confirmed. The physician was unable to reproduce the reading. The lead will remain implanted. The device has been reprogrammed and patient is monitored.